Manufacturer narrative:
The tubehead of the device was returned to the manufacturer. The returned tube head is mechanically intact (no broken or missing pieces), but the feedthrough wires are broken. The lock nut was unthreaded although the cause for the unthreading is unk. The device has been in service for 23 years. The model was discontinued in (B)(6) 2010. There was no pt or user injury. This concludes the investigation.

Event description:
The tubehead of the device fell off the yoke when the device was being positioned for taking x-ray. Neither the user nor the pt was injured.